Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple issues with their insulin pump, including a crack on the battery tube side of the insulin pump casing, pump error 35 (a broken force sensor was detected during seating or regular delivery), a blank display, a keypad anomaly where the up and down buttons worked but unable to access the menu screen, and the time clock did not advance. The damage was reported to affect the insulin pump's functionality. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including inspecting the battery cap and insulin pump for damage or corrosion, replacing the battery with a new aa battery, and attempting to resolve the keypad and blank display issues; however, the problems persisted. The customer was advised that the insulin pump would be replaced, instructed to discontinue pump use, revert to a backup plan per healthcare professional instructions, and to place the pump in storage mode. No harm requiring medical intervention was reported. The customer would discontinue use of the device. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit received with open book image immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to open book. Successfully downloaded history files and traces using thump. Pump error 35 was present in the history file on 07/27/2025 14:05:01.000. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage on pcba 1 and moisture damage on the force sensor assembly and pcba 1. The following were noted during visual inspection: minor scratched lcd window, cracked keypad overlay, pillowing keypad overlay, damaged keypad overlay texture, and scratched case. Open book was triggered due to pump error 35 alarm. Open book and pump error 35 were confirmed during analysis due to moisture damage on the force sensor assembly. Date/time anomaly, blank display, keypad/button unresponsive could not be confirmed due to open book. Cracked case battery area confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.